Event description:
On (B)(6), 2023 during a spinal procedure at l3/5 a cage was during insertion into l4/5. The damaged piece was retrieved, but the cage body was inserted as is and left in-situ.

Manufacturer narrative:
No device was returned as it is in-situ. No images were provided to confirm the complaint. Though no definite root cause can be determined review of the reported information suggests excessive off-angled force and or incorrect implant selection as a possible causes or contributors. No additional investigation can be completed. Manufacturer review: review of the device history record notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. Care should be taken to ensure that all components are ideally fixated prior to closure." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient."